Event description:
During laparoscopic surgical procedure, surgeon was operating the endostitch device with endostitch auto-suture. The auto-suture endostitch needle broke in half and embedded in patient's cooper's ligament. Surgeon was unable to retrieve the small needle fragment. X-ray confirmed needle fragment in patient's tissue.